Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c ring was damaged. Possible damaged by the hemopro jaws. They inadvertently activated the hemopro with the c-ring in the jaws. It was difficult exposure and they couldn't see the branch, only the vein. Afterward, they realized the c-ring was in 2 pieces (but still connected to the device), removed it and inspected it to make sure there were no parts left in the patient. They then opened another device and continued and finished with no further issues. Nothing was left behind in patient or broken off. No patient harmed.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 25162201 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 04/20/2022. An investigation was conducted on 05/24/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle. Blood was also observed on the c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device, the reported failure "break; c-ring" was confirmed.